Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted or explanted. Investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
During an acdf c5 to c7 the surgeon was using the awl and the tip bent. Surgeon then began to use a mallet with the bent awl to prepare a hole to insert a screw. The tip of the awl, four (4) to five (5) mm broke inside the bone. The surgeon did not retrieve the piece and it remains in the pt's vertebral body.